Manufacturer narrative:
Block b3: approximated based on the complaint form event date of dec-2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, a clip would not fully open but did enough for physician to close the clip around the mucosa at the polypectomy site. The clip would not deploy after it was attached so he had to pull the entire clip out of the scope. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.